Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 377760, lot# n0034791, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 377760, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the low-density stimulation was only being felt in one position with chin to chest. In this position the patient reported feeling stimulation and pain relief, however, it was reported that stimulation comes and goes when in other positions. It was reported that the patient was in a car accident in 2007 (see regulatory report # 3004209178-2012-02433 regarding car accident with old system) had a subarachnoid hemorrhage in 2011 that may have contributed to the reported issue. The patient had not used stimulation for two years and the battery was dead at the time of replacement, so the rep was unsure of the electrode impedances before replacement. It was reported that an impedance check was run and only electrodes 0 and 4 were at 450 and all others were between 10,000 and 24,000 ohms. The rep was unable to program the patient¿s coverage utilizing electrodes with high impedances. The patient was being seen by their healthcare provider to discuss a lead and extension revision. It was reported that the healthcare provider would have further information regarding this event on 2018-05-16. No further complications were reported/anticipated.